Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter safety mechanism was not activated and the needle was not retracted. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR: lot was built on afa line 9 on 05apr2017 thru 08apr2017 for the quantity of 170,010ea.and packaged on afa packing line 11. All required challenge samples, set-up and in process samples including (but not limited to) retraction by button activation during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Unit: *received one used bd insyte autoguard bc IV catheter within an undamaged opened package from lot 7089508. *the unit consisted of the needle/hub assembly which was partially retracted within the safety shield (barrel) with the button completed depressed and the protective needle cover intact. *there were traces of dried media present on the unit. Photos: *the photos provided revealed the unit to be similar to that of the returned unit. Visual/microscopic (method-n/a): unit: *the unit was confirmed to have a smashed/damaged grip and no other anomalies or damage. **the needle was reset and activation of the unit was conducted at which time the needle only partially retracted stopping where the hub met the damage inside the grip/barrel. Photos: the photos demonstrated similarities to the damage observed in the returned unit. Relationship of device to the reported incident: manufacturing - *observations and testing of the returned unit and photos confirmed that the smashed/damaged grip hindered a full retraction. *the findings was physical/mechanical evidence to confirm and support manufacturing process related issues for the defect observed in this incident. **the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in this incident. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station the gathering plates at the plug load station have been modified to minimize the chance to damaging the grips.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter safety mechanism was not activated and the needle was not retracted. No serious injury or medical intervention was reported.